Manufacturer narrative:
H10: the device failed to work as expected by the customer. To resolve the issue, the customer was provided with a replacement flex cardio device. The absence of further calls supports that the reported problem has not reoccurred and was resolved. A replacement device is now in use at the customer's site. No further action or investigation is warranted based on the available information at the time of complaint closure. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Unable to confirm serial number. A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that the EKG is very chunky and sweep speed is very slow. The device was in use on a patient. There was no report of patient or user harm.